Manufacturer narrative:
Title: a pilot study on the use of the super dimension navigation system for optimal cryobiopsy location in interstitial lung disease diagnostics. Source: corresponding author at: center for rare lung diseases, department of respiratory diseases and allergy, aarhus university hospital, palle juul-jensens boulevard 99, 8200 aarhus n, denmark. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aimed to assess a a pilot study on the use of the super dimension navigation system for optimal cryobiopsy location in interstitial lung disease diagnostics. 13 patients were evaluated, including 8 from aarhus and 5 from florence. Pneumothorax was detected in three of the 13 patients (23%) of which one had a chest tube inserted that was removed the following day (table 2). Mild or mod-erate hemorrhage was seen in 7 (54%). None of the patients experienced severe hemorrhage or acute exacerbations.